Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a proglide device with a 6f sheath after a carotid angioplasty interventional procedure. Reportedly, resistance was met when attempting to remove the device. It was then noted that the guide was separated. The vessel was incised to withdraw the device and sutured to achieve hemostasis. The level of anesthesia increased. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.